Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states patient presented to the office with complaints of pain, mobility and clicking. Clinical examination revealed tooth mobility, gingival recession and signs of tmj dysfunction. It is strongly recommended that the patient immediately discontinue byte aligner treatment. Continuing this unsupervised treatment in the presence of contraindications could lead to irreversible damage and potentially require extensive and costly corrective procedures in the future. It is recommended the patient seek in person consultation and treatment from a licensed orthodontist and a periodontist.this is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.